Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A visual inspection was conducted on 100 retained samples, and no damaged tubes were found. Additionally, 20 retained samples were functionally tested, and no leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tnt leaks. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® 9nc 0.109m 2.7 ml, blood leakage from the tube was observed, requiring recollection. No adverse impact was reported regarding the patient or user.